Event description:
It was observed that during the device evaluation, that the subject device exhibited electrical contact corrosion and main body flooding. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, for electrical contact corrosion and for scope mound corrosion events, it is presumed that this occurred due to the deterioration of the metal in the contact area over a long period of use, due to corrosion in the contact area. For main body flooding event the cause of the occurrence could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.